Event description:
It was reported that the lead appears to have insulation break and possible lead fracture causing noise and inappropriate shocks. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.